Event description:
On (B) (6) 2009 via email, the sales representative reported that during a kit inspection, it was identified that the tips were bent and the driver does not allow for smooth rotation of the screw. This malfunction has resulted in an adverse event in the past for a similar device.

Manufacturer narrative:
This event happened during a kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending.